Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was not able to reproduce the customer's reported issue. However, upon review of the log files, the stm observed fault code #112. As a precautionary measure, the stm replaced the executive processor board and then performed all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. It was later clarified that the unit did not shutdown and remained on. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.